Event description:
Device malfunction: device #2 failure to deploy the clip/difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after an unsuccessful attempt was made to deploy the clip, the device was difficult to remove from the patient. A second device was attempted with the same results. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
Device #1: proglide part #14677-01, lot #64059-6h, is being filed under medwatch MFR #2953144-2008-01838. The device is expected to be returned for evaluation. It has not yet been received.